Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when this right ventricular (rv) lead was implanted, it exhibited possible dislodgment during the acute phase of the implantation. As a result, the rv lead was surgically repositioned. Then during a subsequent scheduled pacemaker device replacement procedure, this rv lead was damaged with a scalpel. As a result, a lead cap accessory was used to repair the lead. After the repair, threshold, amplitude and impedance measurements were noted to be within normal specification limits both prior to and after connecting the lead to the new pacemaker device. The rv lead remains in-service. There were no additional adverse patient effects.